Event description:
Department crew report that while monitoring a non-critical pt during a transport, the device operator pressed the print key and the key did not respond. The device operator stated that no keys were operative except the on key. The reporter stated there were no adverse affects to the pt as a result of device operation. The reporter stated that after the call the device was again tested and no keys except the on key would work.